Event description:
It was reported that the stapler stuck, tried to reverse and blade didn't come back. The safety lock was opened and the blade was not turned back either. The blade had to be forced open. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.